Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 524 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller was unable to complete the troubleshooting, but did mention that the customer had just started antibiotics for a urinary tract infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.